Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the guardians have noticed a decline in the child's auditory performance since (B)(6), 2010. Hearing sensation was ok after first lifting, but then it deteriorated gradually. Problems of outer devices have been excluded and history of head trauma has been denied by the guardians. Testing carried out on (B)(6), 2010 showed the channels 3, 4, 6, 8, 9, 11, and 12 status hi, as well as increased impedances on the channels 1, 2, 5, and 10.